Event description:
During open heart surgery while on cardiopulmonary bypass, a luerloc cap on the oxygenator (part of the disposable pack) burst off. This caused about a liter of patient's blood to spill out of the pump. An istat was run and showed that the patient's hgb was still stable. There was no change in patient's vital signs. When the certified clinical perfusionist (ccp) was asked, it was noted that nothing different was done when setting up the pump. All caps were checked, including the faulty one. Nothing was found to be faulty at the time. The physician was notified and the patient was monitored.